Event description:
It was reported that episodes of far field r wave oversensing leading to inappropriate automatic mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that episodes of far field r wave oversensing leading to inappropriate automatic mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that episodes of far field r wave oversensing leading to inappropriate automatic mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing due to noise leading to inappropriate mode switch recurred. Additional reprogramming was anticipated to resolve the event.

Event description:
It was reported that episodes of far field r wave oversensing leading to inappropriate automatic mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.